Event description:
The target lesion was the mid left anterior descending (lad). The vessel was a de-novo and eccentric lesion. Aha/acc classification of the vessel was type b2. The lesion length was 17mm and vessel diameter was 2.6mm. The procedure was an elective case. Pre-dilatation was conducted with a 1.5x15mm balloon at 18atm for 30 seconds. A 2.5x18mm cypher stent was implanted as 12-20atm for 60 seconds. Post-dilatation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 2 and 3 after the procedure. Act was not measured. An hour and a half after the pci, the pt complained of chest pain. Coronary angiography was conducted and thrombus was observed in the cypher stent. To treat the thrombus, thrombolytic agent was administered (pamiteplase 260millionu). At that time, thrombus was moved to distal portion, so a taxus stent was implanted at the distal lad. Then thrombolytic agent (urokinase 12millionu) was administered by i.v. Physician indicated that the possible cause of the thrombotic event was because ticlopidine hydrochloride was not administered before the pci.

Manufacturer narrative:
This device is distributed outside the us; however, it is similar to the us product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.